Manufacturer narrative:
Eval summary: the production and qc documentation for r0806, with expiration date 02/2010, was reviewed. The investigation showed that the product met specs. No associated non-conformance were noted.

Event description:
Inflammation [injection site inflammation]. Irritation [injection site irritation]. Swelling along area injected [injection site swelling]. Injected area is firm/ indurated/ encapsulated [injection site induration]. Case description: spontaneous report received on 09/09/2008, from a (B)(6) female physician, who was also the pt, (B)(6). The physician stated that she always tried out products on herself before she used them on pts, and had used restylane and perlane in the past. The physician used a 1cc syringe of prevelle silk to inject 0.5cc into each nasolabial fold on (B)(6) 2008. On (B)(6) 2008, she developed diffuse swelling along the area injected, and the area was encapsulated, firm and indurated. There was also irritation and inflammation. She was placed on 2 steroid dose packs and duricef. The symptoms resolved after approximately 6 days. On (B)(6) 2008, the symptoms returned. She was started on bactrim, rifampin, and another steroid dose pack. As of the date of this report, the pt had not yet recovered. The qa investigation summary was received on 09/12/2008. The production and qc documentation for r0806, with expiration date 02/2010, was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.